Manufacturer narrative:
Still pending is the manufactured date and expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date fields. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. The hemostatic valve of this preface sheath was broken. The issue was resolved by changing the preface sheath. The procedure was completed without patient's consequence. The response received confirms that the preface sheath was not used and that the hemostatic valve was detached. The hemostatic valve detachment was assessed as a reportable malfunction as there was a potential for significant bleeding or air embolism that might require additional intervention to prevent serious injury or death.

Manufacturer narrative:
Correction to follow-up #2. Missing the device history record information. The device history record (DHR) review was unable to be checked since the lot number was unknown. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. The hemostatic valve of this preface sheath was broken. The issue was resolved by changing the preface sheath. The procedure was completed without patient's consequence. The response received confirms that the preface sheath was not used and that the hemostatic valve was detached. The returned device was visually inspected and no damage was observed. Then, the received vessel dilator was introduced through the sheath introducer and it was snapped to the brim cap several times, the brim cap and the gasket remained snapped to the sheath introducer during the vessel insertion/removal. In addition, a catheter was introduced through the sheath several times, no issues were observed. Then, the brim cap was measured and it was found within specifications. The customer complaint cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the lot number reported as it should have reflected as unknown. The bwi failure analysis lab received the device for evaluation on 10/6/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).